Manufacturer narrative:
We are awaiting device return. If the device is received, a f/u report will be submitted.

Event description:
It was reported during a left atrial tachycardia ablation procedure using navx and a single transseptal through an agilis lg curl introducer, the physician collected geometries and performed activation mapping. Afterwards, rf applications were attempted. Within 15 seconds of rf turning on, the rf generator stopped the ablation cycle noting a "ca" error. The connections were checked, verified to be correct, and the "ca" alarm was cleared. Rf was attempted again with the same "ca" error occurring. Upon further inspection of the catheter, it was noted saline was leaking from the catheter electrical connection. The catheter was replaced and the physician was able to apply rf without further problems. There were no consequences to the pt.